Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ruler broke throughout a case. The stopper is broken off. The procedure was completed using a sn backup device. No surgical delay or injury to the patient was reported.